Manufacturer narrative:
Due to character limit in block e1.: event site name: (B)(6). Guidance was provided to switch monitoring from the affected line to the radial line and interface it with the anesthesia monitor. The clinical team acknowledged the guidance.

Event description:
The user contacted the emergency support program line requesting assistance with blood pressure zeroing issues. Troubleshooting revealed that the inner lumen was clotted. No patient harm or adverse clinical impact was reported.